Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a frozen screen. Troubleshooting was performed, but the issue was not resolved. Transferred the customer to the local office for a replacement insulin pump. Nothing further was reported.